Manufacturer narrative:
Report number: 1038671-2023-00215 d10 concomitants: (B)(6) 244-03-05 - optetrak asy, hi-flex ps cem fem, sz 5, right. (B)(6) 204-04-55 - trapezoid tibial tray sz 5f/5t. (B)(6) 200-02-35 - three peg patella 35m. (B)(6) 244-25-11 optetrak hi-flex tibial insert sz 5 11mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00215. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via a legal notification, that patient, initial underwent a right total knee replacement surgery on (B)(6) 2014 and underwent revision surgery of his right knee on (B)(6) 2022, approximately 7 years 11 months post initial procedure. Patient experienced loose components, osteolysis and prothesis wear. Following the revision surgery, patient continues to be limited in his activities of daily living. Despite undergoing revision surgery, patient experiences daily pain and discomfort in his right knee which limits his activities of daily living and impacts his quality of life. No additional information was not provided.